Event description:
Mesh used for incisinal hernia repair post cholesystectomy - 0112660, lot #43emd301. Patient developed infection and flat mesh was removed. Composix was used in its place in infected area. Patient went into septic shock. Incident not reported by the hospital. Patient complained to new york state department of health.